Event description:
It was reported that hours after implant of an implantable cardioverter defibrillator (ICD), the patient developed a pneumothorax. Additionally, three days following the implant, the ICD's out of range right ventricular (rv) lead impedance alert was triggered for low impedance of the rvtip to rvcoil. Further interrogation confirmed low impedance for both the rv lead and the atrial lead. Diagnostic review suspected that the ICD had an internal short that was depleting the battery and caused the low lead impedance. It was recommended that the device be explanted and replaced. The ICD, rv lead and atrial lead remain in use. The pneumothorax was treated with a chest drain and has since resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv lead impedance was 209 ohms on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4592 lead, implant date unknown. (B)(4).